Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 51 mg/dl. Caller states her glucose is normally 150 mg/dl. No adverse event reported.